Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41-42 mg/dl. Low bg cause was not known. The customer received assistance from the school nurse who gave the patient carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.